Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up in back up vvi. Due to low battery voltage further troubleshooting could not be performed. It was planned to schedule device replacement due to normal eri.